Manufacturer narrative:
The returned vial of test strips expired after the event and prior to the investigation date so control testing was not completed with the returned strips. However, the customer indicated that the vial contained strips from multiple vials of test strips. Product labeling indicates that test strips are to be kept in their original container with the cap tightly in place. The returned strips were not being handled or stored correctly.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva system: 59 mg/dl at 2:43pm, 315 mg/dl at 2:45pm, 267 mg/dl at 2:52pm, and 55 mg/dl at 2:55pm. The patient has mixed these strips with a 2nd strip vial. The lot number of the other vial is unknown. Since two vials of strips were combined, the caller is not sure which strips were used with each set of results. No adverse event reported. Return of the suspect device was requested for evaluation.